Event description:
It was reported the device was not cutting right. Timing of event was during testing. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
Investigation incomplete. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. H3 other text : investigation incomplete.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D10 - medical product: z.s.g.m. Cutter 1.5:1 ratio catalog #: 00770301500 lot #: 65354792; z.s.g.m. Cutter 2:1 ratio catalog #: 00770302000 lot #: 6534749; z.s.g.m. Cutter 3:1 ratio catalog #: 00770303000 lot #: 65347496; z.s.g.m. Cutter 4:1 ratio catalog #: 00770304000 lot #: 65239258. The results of the investigation are as follows: the event is confirmed. Review of the most recent repair record determined the comb was damaged. The comb and washers were replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was damage to the comb. No further event information available at the time of this report.